Event description:
On (B) (4) 2009, facility's biomedical engineer reported to baxter global technical services that on (B) (4) 2009 one colleague triple channel volumetric infusion pump in which channel a will not open. This event occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the permanent cautery hook instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Evaluation summary: the condition of channel a will not open was confirmed. It was also discovered during service that the channel select and stop key would not function. The channel a pump head module was replaced to correct the reported conditions. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)